Event description:
It was reported that the battery of this pacemaker device dropped six months in one month. Boston scientific technical services (ts) reviewed data and explained battery transition from coulometer to voltage can create a discrepancy and also explained signs of hydrogen increase. Increased power consumption was also noted. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.